Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that paxgene® blood rna tube was giving erroneous results. This was discovered before use. The following information was provided by the initial reporter: material no. 762165 batch no. 8081590 it reported that the rna was degraded. Date of event is unknown, it was first noticed 4 months ago spoke with the customer. He stated that the rna results are degraded, not valid, and wanted replacement asap. I messaged to send the replacement shipment. She stated that he would receive it in 2 business days. I emailed the customer with this information, and sent an email to contact the customer regarding this issue to see if he could assist.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that paxgene® blood rna tube was giving erroneous results. This was discovered before use. The following information was provided by the initial reporter: material no. 762165 batch no. 8081590. It reported that the rna was degraded. Date of event is unknown, it was first noticed 4 months ago. Spoke with the customer. He stated that the rna results are degraded, not valid, and wanted replacement asap. I messaged to send the replacement shipment. She stated that he would receive it in 2 business days. I emailed the customer with this information, and sent an email to contact the customer regarding this issue to see if he could assist.